Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer stopped their insulin pump from giving the customer an over bolus of 24 units of insulin. The patient's blood glucose level was unknown at the time of the call. The customer stated that the bolus would have delivered the insulin if the customer did not check just in time to stop the delivery. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked on end cap.